Event description:
It was reported to philips that geometry control module was not working. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and checked the reported problem that the geometry control module was not working. Upon troubleshooting, fse found kit pan knob control module not working. To resolve the problem, fse was replaced the pan knob. After repairs were completed, the system was returned to use in good working. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the pan knob refers to the control knob on the control module which is typically attached to the side of the bed. The control module provides the controls required to adjust the position of the table and stand, and to perform image functions during acquisition. The control module at the tableside in the examination room can be attached to the accessory rail in three positions: doctor side, nurse side, and foot end. The control module and knobs are covered with a clear, sterile plastic sheath during procedures to maintain sterility. Since the entire control module and mushroom knob are completely covered, in the event the pan knob becomes loose, broken, disconnected and falls off, it will not meet the sterile surgical field or patient. Given these considerations, this scenario is not likely to contribute to serious injury or death should it recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.